Event description:
It was reported that the device was unable to be interrogated via ble (bluetooth low energy) telemetry. Abbott technical support was contacted and ble reset was performed to resolve the event. The patient was in stable condition.